Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No fault was found with the ilet. The device was seen reacting dynamically to cgm glucose values reported to it by a continuous glucose monitor (cgm) transmitter. The device requested deliveries of insulin when cgm values were rising and paused delivery requests when cgm values were decreasing at a rate of at least 2mg/dl per minute. The user started the ilet on (B)(6) 2023 at 10:06am. Prior to the high glucose event, a cartridge change operation was recorded as well as a "usual" sized lunch meal announcement. Shortly after the meal announcement, the cgm glucose begins to rise, followed by a period of hyperglycemia for approximately 3 hours (highest cgm glucose 309 mg/dl). The user's cgm glucose was over 300 mg/dl for 15 minutes before trending downward and then back into range until a "usual" dinner is announced later that evening. Shortly after a "usual" dinner is announced, the cgm glucose begins to rise and is followed by a period of hyperglycemia for approximately 3 hours (highest cgm glucose 248 mg/dl). The cgm glucose is back in range by 9:46pm and remains in range until the next morning. No malfunction alerts were found in the ilet engineering logs on the reported event date (2023-12-07). A review of glucose values sent to the ilet by a cgm transmitter found that cgm glucose levels did not exceed 300 mg/dl for more than 90 minutes, meaning alert 23 (high glucose) was not triggered by the ilet. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the review of the case notes, ilet report and device logs, the ilet operated as intended. Upon initiation with the user's weight the ilet starts off conservatively with weight-based dosing until it can adapt to the user's insulin needs including their meal doses. While the meal doses are adapting, the user may experience glucose levels that are higher and stay higher than usual. The user is trained to respond to hyperglycemia by following the ketone action plan any time their cgm glucose level is above 300 mg/dl for more than 90 minutes. The periods of hyperglycemia appear consistent with meal doses needing to adapt given the post-prandial excursions and then glucose levels trending back into range and remaining in range until the next meal. It is unclear as to why the child experienced large ketones on the reported date, it is possible that the concurrent illness contributed to the user's ketosis and need for IV fluids.

Event description:
On 1/18/24 an ilet user's mother reported the user had a hyperglycemia episode on (B)(6) 2023. The mother reported the user was "going through the ilet learning phase." The mother also reported the user was sick. The type of illness is unknown. The user's blood glucose (bg) rose to 325 mg/dl and was out of range for approximately 3 hours. The user tested for ketones and large to extra large ketones were detected. The user's mother reported following the ketone action plan. The user was given an insulin injection (amount unknown) to correct the high bg. The user was taken to the emergency room and was given fluids to bring their bg down. The customer care agent inquired about additional event information; however, the mother could not provide more information nor remember what triggered the ilet user's high bg.